Event description:
During an attempted rescue of a suspected cardiac arrest victim, the aeds voice prompt would not advance past "place electrodes" to the next expected prompt. The AED was subsequently returned to the manufacturer for evaluation. The investigation found a cracked resistor component in the impedance circuit. The device had been in service for over 4 years and the AED showed considerable wear. It is possible that the cause of the cracked resistor component may have been related to the handling and storage of the device outside of the specified range. The device was returned to the MFR and the investigation of the device is on going. It was reported that the patient was transported to a medical center for further observation.

Manufacturer narrative:
MFR evaluation found that the AED had a resistor component in the impedance circuit that was cracked resulting in the AED detecting impedance at a much higher level than the expected patient impedance. As a result, the AED may not have been able to precisely detect the patient's impedance level and thereby preventing the AED from proceeding to the next voice prompt that is expected during a rescue.